Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Nordic bluetooth device pairing test and global transmitter final functional test were unable to be performed as the transmitter had no voltage. Share log data was available for review and the logs displayed that the smart device failed to pair within the investigation window. The customer complaint could not be reproduced with returned transmitter. The customer complaint of pairing failure was confirmed. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.